Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 - 300 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques. Tandem technical support informed the customer that not performing the air removal technique is off label per the tandem user guide. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. Customer¿s blood glucose level was around 100 - 272 mg/dl. The customer reverted to manual injections for insulin therapy.